Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The root cause of the aspiration difficulty cannot be definitely determined. Potential root cause of the granules aspirated may be related to the alteplase (cathflo) used to un-occlude the catheter lumen. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the directions for use that is provided in the reported kit contains the following directions and precautions: flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. - flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
A clinical nurse educator reported that this bio-stable PICC line had alteplase (cathflo) indwelling, in both ports, due to an inability to aspirate blood. Upon aspiration of indwelling medication and blood aspirate as per protocol, white/creamy orb-like granules were noted in aspirated blood (no blood clots visible)even with subsequent, multiple aspirated samples. The granules clump together in a syringe but do not stay in clumps when expelled onto gauze. Granules appear to immediately disintegrate when touched between gloved fingers. Ultimately, the patient had the PICC removed and replaced which required a prolonged hospital stay. It was reported the defective disposable device is not available for return to the manufacturer.